Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a coronary artery bypass graft (CABG) procedure. The clip applier device misfired and severed the internal mammary artery (ima). The device malfunctioned, did not do what it was supposed to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.